Event description:
During t2 ph surgery, the surgeon assembled the nail to target device and inserted the nail to the bone. Afterwards, when the distal screw hole of the nail was done, the drill missed the target screw hole of the nail. The surgeon corrected the rotation of the distal fracture fragment and fixed the screw. The surgery was completed. After surgery, there were no problem in the targeting of the device when checked by the sales rep using a sample nail.

Manufacturer narrative:
Add'l info has been requested and if received will be provided on a supplemental report.